Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008, were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (post operative adverse result and product code lzo).

Event description:
Post operative adverse result. Patient participating in (B) (6) clinical trial. Three mm femoral migration of right hip replacement treated conservatively using crutches for 4 weeks. Patient returned on (B) (6) 2007 for the 12 month follow up visit and reported no further complications.